Event description:
It was reported that after stenting of the iliac artery, arteriotomy closure of the common femoral artery was attempted using two perclose proglide devices. Reportedly, a suture retrieval issue occurred with the first device. The device was removed over a guide wire and a second proglide was attempted but a suture retrieval issue occurred. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported suture retrieval issue was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report number.